Event description:
As reported by the user facility: brief inquiry description: ail bubble alarm while patient was coding. Detailed inquiry description: patient was coding - nurse put up levafed and primed tubing. Could not get the pump to run due to ail bubble alarm. Nurse opened the door and saw champagne bubbles and had to manually tap the bubbles back into the bag. Pump still alarmed. He opened the door and tapped the tubing again primed and began infusion. The pump alarmed again. He opened the vent and primed and began infusion with no further issues. He was very upset as it took so long to get the critical med running while a patient was coding. IV bag was baxter 2b1307 - pump sn # (B)(6) - pump tubing was 363430 lot #61901591. IV spike seemed to be fully inserted into spike port. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested per specification and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted